Manufacturer narrative:
The ventilator log was reviewed and error code 1111 was noted representing an oxygen device failed. The customer reported using an unapproved mask and patient circuit. Other accessories were reported as unknown. Unapproved accessories can impact the performance of the ventilator. The ventilator was connected to oxygen that came from a wall source with the fio2 set at 60%.the ventilator remains with the customer. An authorized representative had reseated data acquisition to power control board (da pcb) after that no further problems were observed. It was noted that the customer site has oxygen pressure variation issues that caused the ventilator to give an oxygen device failed message. The ac power backup is not known as this part of the country has issues with ac power availability. The internal battery was checked and found to be in good condition. Further information was requested and will not be made available.

Event description:
A customer reported low oxygen flow. A patient was being ventilated on a v60 with a fio2 of 60% when a low oxygen flow occurred. No patient harm was reported.